Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the surgeon had difficulty filling the band. An x-ray found that the port had flipped. The port was replaced. There was no adverse consequence to the patient.